Event description:
Reported event of port site hernia from journal article "laparoscopic adjustable gastric band for morbid obesity-local experience in al-ahsa region of saudi arabia", kuwait medical journal 2008, 41 (4): 301-303.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product, once it is removed, for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Hernia is a surgical/physiological complication and analysis or device generally does not assist allergan in determining a probable cause for this event.